Event description:
It was reported that the attachment heated up during a routine equipment evaluation at the user facility. There was no user injury, no pt involvement, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device has been returned to the manufacturer and a quality investigation is anticipated. A follow-up report will be submitted when the investigation has been completed.